Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h3, h6 (component code, type of investigation, investigation findings, and investigation conclusions). No samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
A patient's family member called to report that during one use of a micro-fine needle in 2025, the needle broke in abdomen. The broken cannula remained partially exposed on the patient's abdomen, so the patient removed it by hand. Material code: 329490, lot number: 4115004. The needles were purchased at xx hospital (B)(4) boxes) in august 2025. The event date could not be provided. Patient details: gender: x, age: x, with a 30-year history of diabetes. The patient was self-injected insulin glulisine injection (apidra) in the abdominal, where some areas have subcutaneous nodules. Since august, the patient has intermittently changed to other types of insulin and needles. The patient's family was unaware whether the problematic needle had been reused or had air primed. No photos or samples are available, a customer response via phone call is required. Sample availability: no sample availability details: no sample available.